Manufacturer narrative:
(B)(4). Batch #r94n7g. Investigation summary: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the surgeon was going to fire the device, the clips weren't closed completely. As an emergency measure, the surgeon replaced it with a new one to complete the procedure and it was closed very well. There were no reported adverse consequences for the patient so far.